Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during surgery the chisel burr allegedly would not fit through the guide.

Event description:
It was reported that during surgery, the chisel burr allegedly would not fit through the guide.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be likely caused by multiple impacts with a hard surface. Damage, consistent with multiple impacts with a hard surface was observed throughout the distal region of the returned box chisel. Material loss, deformation and burrs were observed on the cutting blade, which was likely caused by multiple impacts with a hard surface. Energy dispersive spectroscopy (eds) analysis showed the box chisel to be made of a fe, cr, ni, and cu, alloy which is consistent with the 17-4 ph stainless steel alloy. The material hardness was approximately 43 hrc; meeting drawing requirements. No material or manufacturing defects were observed on the parts examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during surgery the chisel burr allegedly would not fit through the guide.